Event description:
One pt with discrepant sodium results. Initial result gave 144 mmol/l. Same sample repeated three times giving 141, 125 and 138 mmol/l respectively. No adverse events reported. If add'l info is received, appropriate notification will be provided.